Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection ( 1gm, once every three days, ongoing, route not reported) and fortum injection (1gm starting dose, followed by 250mg each bag, ongoing, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from peritonitis (four days after onset). It was reported the patient was to be discharged from the hospital (four days after receipt of this report). Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information was available at the time of this report.